Event description:
It was reported that the device had been fired twice with no problems and on the third firing the doctor noticed the jaws were misaligned. The doctor decided to use an er320 to complete the procedure with no patient consequence. The device will be returned for analysis.